Manufacturer narrative:
Unit passed displacement test. Unit received with unexpected battery power loss and had high sleep and active current, problem isolated to electronic assemblies.

Event description:
The customer called back saying that even though she was using the battery cap that was sent to her to address the short battery of her pump, she was still getting the same thing. The customer's blood glucose level was 147 mg/dl. The insulin pump will be returned for analysis.